Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) from t3 to sacrum. Post-operatively, on an unknown date, both side of rods fractured at thoracic (level unknown). The placed rods broke before bone union. One of the rod fractured around the crosslink. The other rod fractured where fusion was skipped over 2 levels. Revision was performed for removal and the rods were replaced with "ccm" rods. Screw back-out and loosening were not observed. It was reported unknown whether any fragments of the broken rods remained inside patient. Reportedly, the doctor determined that the event happened due to non-achievement of solid fusion.